Event description:
A peritoneal dialysis patients' nurse called tech support with a question: during this call it was discovered that the patient was in the hospital. The patient was in the hospital being treated for c-diff. The patient has since been discharged, and no additional information is available.

Manufacturer narrative:
Additional attempts to the patients' nurse have been made with no additional information provided. This MDR includes all event information received to date. A supplemental report will be submitted upon completion of the plant's investigation.